Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was extended and dried body fluid was present in the helix housing. Visual inspection also found the outer insulation was bunched and the conductor coils were deformed, consistent with the lead being placed through a constricted area. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test failed due to the bunched outer insulation and deformed conductor coils. The helix mechanism was tested and found to be nonfunctional, confirming the clinical observation. In conclusion, the lead damage noted in laboratory testing indicates a constriction of the lead body while being implanted, which likely caused the stylet mechanism difficulty observed in the field.

Event description:
It was reported that positioning of this right ventricular (rv) lead during initial implant was very difficult. A good position was found with good sensing and good threshold, but the impedance was out of range. The physician decided to try to reposition the lead but encountered helix mechanism issues. As a result, a different rv lead was successfully implant instead. All measurements with the new lead were in range. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that positioning of this right ventricular (rv) lead during initial implant was very difficult. A good position was found with good sensing and good threshold, but the impedance was out of range. The physician decided to try to reposition the lead but encountered helix mechanism issues. As a result, a different rv lead was successfully implant instead. All measurements with the new lead were in range. No adverse patient effects were reported. Product return is expected.